Manufacturer narrative:
One controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed two critical battery alarms and several occurrences of premature power switching prior to the 25% threshold. The premature switching events and alarms were most likely caused by a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of five reports (3007042319-2016-00933, 00934, 00935, 00936 and 00937) submitted for devices related to the same event.

Event description:
It was reported by a mcs coordinator from a us site that the patient reported that she had two full batteries attached and got the no batteries connected alarm, when she went to change batteries, it still did not recognize the batteries being connected and so she switched out controllers. She was unsure which batteries worked, so she returned all but 2 full ones to get home. She also noted that she is not having battery recognition by controller. The new controller and batteries resolved the issue and the patient tolerated the exchange with no consequence. No additional information is available. The investigation is ongoing.